Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having to charge the ipg more frequently. The physician did not suspect device malfunction. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.